Event description:
It was reported that a catheter issue occurred. The 70% stenosed, 30 x 2.75 mm target lesion was located in the mildly tortuous and moderate calcified left anterior descending (lad) artery. An opticross hd imaging catheter was selected for use in the ultrasound examination. During preparation, the image shown was black and remained unchanged despite repeated flushing and brightness adjustments. It was also noted that the tip was blocked and it could not be flushed, therefore, the air could not be discharged. The procedure was completed using another device of the same model. There were no patient complications, and the patient remained stable post procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital (B)(6). E1: initial reporter phone: (B)(6).